Manufacturer narrative:
As reported, the capsure device deployed two fasteners at a same time. Since the subject device was used in an hepatitis c (hcv) patient it was not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a transabdominal preperitoneal (tapp) procedure, the capsure device deployed two fasteners at a time. It was reported that those fasteners were removed, and a second device was used to complete the procedure without any problems. There was no patient injury.